Manufacturer narrative:
Summary of evaluation: evaluation of the device found the spring was not correctly adjusted, suggesting user disassembly. Welding of screws and a locking mechanism improvement have been initiated to prevent recurrence.

Event description:
The broach was found to be broken after the surgical procedure. The x-ray showed the broken end to be in the pt. The original surgery date is unknown at this time. The reporter states this event did not result in an adverse consequence for the pt. The catalog number and date info is unconfirmed at this time. Add'l info has been requested.